Event description:
During implant procedure, decrease sensing, increase impedance and capture threshold was noted on the right ventricular (rv) lead. The physician could not find a stable position and opted to implanted a new rv lead. The patient was in stable condition.

Manufacturer narrative:
Additional information: as received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.